Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of (B)(6) that a silent nite appliance experienced a fracture. The patient was reported as a male with a history of bruxism. Oral hygiene was reported as good. The appliance was delivered in (B)(6) 2026. The patient presented with the issue on (B)(6) 2026. Reportedly, the patient followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported. The appliance was replaced with a silent nite 3d one piece appliance.